Manufacturer narrative:
Customer believes he fixed the issue by cleaning contacts, removing connector, spraying with contact cleaner and reconnecting. Symptom went away. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the "up" arrows on the heater cooler unit work on both sides (separately), but when you press the "down" arrow, both sides go down. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.